Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: this pi is for the impending 2025 revision. As per pss implant request case: conversion of stryker left gmrs distal femur & proximal tibia to a fixed hinge. Usage stickers given for initial ((B)(6) 2023) and revision case ((B)(6) 2023) left proximal tibia and distal femoral gmrs in-situ, requires conversion to fixed hinge. Leaving as much of current implant in-situ. Initial implantation of proximal tibia gmrs and distal femoral gmrs completed on (B)(6) 2023 with 10mm tibial insert, revised on (B)(6) 2023 to 16mm tibial insert. A 30mm extension piece was used, unsure on whether this was utilised on femur or tibia, will confirm once imaging is received from surgeon. Update: this revision was booked for patella stabilization. The patient has a chronically subluxing patella due to the rotating hinge component of the prosdasthesis. A prosthesis which limits the rotation rather than eliminating it would be acceptable too. Mi sestimate the patella dislocates when the tibia externally rotates¿ update 25/3/2026: completion of custom proximal tibia replacement and revision. Successful completion of surgery. Surgeon modified mrh axle 64812120 with cemented fibre tape to stabilise patella. Replacement of insitu distal femur, proximal tibia, and bearing components.